Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Unable to verify low battery alarm due to blank display. The insulin pump has minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned a low battery alert. Customer reported replacing the battery, but the insulin pump's display was blank. Customer reported that the insulin pump may have recently been exposed moisture. Customer reported that the insulin pump's display went blank immediately after it was exposed to moisture. Blood glucose level was 99 mg/dl at the time of the call. No further information was provided.